Event description:
It was reported that the customer passed away from cardiac arrest. Her blood glucose at the time was 199 mg/dl. Leading up to the customer's passing, she suffered from stage 4 chronic kidney disease and had a fistula inserted in her arm four days prior, so she could begin dialysis. The customer was hospitalized for four days when the fistula was inserted and was released from the hospital the morning of her passing. She was on the insulin pump at the time of passing. The patient's husband also mentioned that the customer had multiple previous emergency room visits for diabetes-related issues, mostly low blood glucose, but these were due to complications from her stage 4 chronic kidney disease. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.